Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-24, information was received from a patient via a manufacturer representative (rep). The patient was receiving an unknown drug via an implantable pump for non-malignant pain. The patient reported that their device was not hooked-up and was not working. No further information provided.